Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets would not blow a mist out of the end. Tips were sealed shut and would not blow. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. While the device was returned opened and not inspected, the investigation from the supplier indicates that the reported failure mode ¿no flow¿ is an inherent issue due to supplier deficiency. An ncmr, scar, and hhe have been issued for reported lot number and a shipping hold has been issued. Specific actions for the reported failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets would not blow a mist out of the end. Tips were sealed shut and would not blow. A replacement device was used to complete the procedure. The hospital did not report any patient effects.